Event description:
It was reported multiple occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer changed supplies to address the occlusion. Tandem technical support guided the customer to perform various troubleshooting steps, including disconnecting tubing and delivering boluses, to resolve the occlusion issue. Ultimately, the customer was advised to replace supplies and continue insulin therapy.